Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with pump reset information by technical support and was assisted in resetting the pump. The malfunction code did not recur, and the customer was advised that they could continue to use the pump, with instructions to call back if the code reappeared. The customer acknowledged and understood these instructions.